Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was confirmed due to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.